Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor returned the customer's device to physio-control for evaluation. The distributor did not provide a reason for the return of the device. There were no reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that a low-battery indicator was present on the readiness display. Physio also observed difficulty with powering the device on due to the on/off button sticking. Furthermore, physio observed that the device would power off by itself when attempting to charge and shock.

Manufacturer narrative:
Physio-control further evaluated the device and verified the observed issue.  Physio determined that the cause of the reported issue was due to an electrically leaky filter, designator fl9 from the analog pcb assembly.  The electrically leaky filter caused the internal hlc batteries to become depleted.